Manufacturer narrative:
Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 contact person- (B)(6). A supplemental medwatch will be submitted after new information has been received. 2019-05-27: the ssu informed the dcu that actually the defective device is at the customer warehouse and he did not accept the repair. So they told us to stop the repair process now and will not be used on the patient. The failure could not be confirmed because of no investigation therefore no probable root cause. In the course of the investigation of nc-17-06-011 all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent applications errors. Furthermore, the instructions manual describes how the user has to react of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head ( error head)message, no final root cause be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending. Customer would not accept repair.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The defective rotaflow drive will be sent for repair to (B)(4).

Event description:
(B)(4). During start up of device a "head error" occurred. No patient involvement.